Event description:
It was reported patient presented via merlin.net with stored episodes of non-sustained rv oversensing due to lead noise. The lead was capped and replaced due to suspected fracture.

Event description:
New information received notes that the lead was later explanted due to an unrelated infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.